Event description:
Per the clinic, the patient underwent revision surgery (date not reported), to excise an overgrowth of skin tissue around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4).this report is filed june 6, 2013. (B)(4): implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.